Event description:
Customer reports that a disposable perforator malfunctioned during procedure, causing a perforation of the dura.

Manufacturer narrative:
It has been confirmed that the device is not available for eval. Without the device, codman is unable to conduct a proper investigation. Codman did however receive a lot number; therefore a review of the device history records will be performed. We anticipated that the records review will reveal the product conformed to all testing and manufacturing specifications. If anything otherwise is noted, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered to be closed.